Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30139604l number, and no internal action was found during the review. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the ablation phase, after 3 hours of using the thermocool® smart touch® sf bi-directional navigation catheter, the patient¿s blood pressure dropped to 40 units, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 300 cc of venous blood from the pericardium. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The physician commented that there was no causal relationship between this event and the bwi product, and that the ablation catheter may have hit too much during superior vena cava (svc) isolation. The generator was used in power control mode. There was no error message displayed on any bwi equipment during the case.